Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they have patient's that have experienced toxic anterior segment syndrome (tass). A completed questionnaire was received indicating the patient received medical treatment in the right eye of a adrenocortical steroid injection. An antibiotic, steroid and non-steroidal were administered to the patient. This is the first of six reports from this facility.